Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the epg had a missing knob and that plastic around the knob was broken. It was noted that menu dial knob was missing and upper case was broken at menu dial. It was further noted that display wires were pinched wire exposed, connector assembly was broken, hanger assembly was cracked and lower case was broken. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) failed physical maintenance check with a missing knob and broken plastic around the knob. The epg was received into service and subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.